Manufacturer narrative:
Submit date: 04/17/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the unit is displaying a feed error. Upon triage, on (B)(6) 2017, service found that the unit lost power during the triage test.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for, ¿unit lost power during the triage test.¿ the unit was triaged and the reported condition was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 4/12/2017.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage, on (B)(6) 2017, service found that the unit lost power during the triage test.